Event description:
It was reported from a literature article that a patient's aveir dual chamber system was re-programmed to a novel setting to test the impact on the battery longevity. After programming was performed, the patient experienced persistent atrial fibrillation. The device was re-programmed back to original settings as a result. The patient condition was unknown.